Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 23rd of july 2025 and 18th of december 2025 recorded an initial pacing impedance of 550 ohms with a drop to 250 ohms at the end of the recordings. The provided x-ray image was analyzed. It shows a deformed lead body in the area of the clavicle. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that lead failure report was received via home monitoring. The impedance dropped from 500 to 200 ohm and the polarity changed to unipolar. Patient was asymptomatic, not pacemaker dependent. There was a suspicion of lead fracture. A new pacemaker system was implanted on the other side.